Event description:
Boston scientific crm received information that this implantable defibrillation lead exhibited an out of range shock impedance measurement of greater than 125ohms. Technical services discussed out of range impedances and recommended checking the impedance during pocket manipulation and isometrics. Ts also recommended testing the system with a synchronized 1.1 j shock and to consider a maximum energy shock, or to consider an x-ray. To date, there have been no reported adverse patient effects related to this clinical observation. Additional information was provided that there were two out of range shock impedance measurements. It was noted that the usual range for this lead was 80 to 100 ohms for all of the daily measurements. Ts discussed that this single coil tachycardia lead can have higher impedances due to less surface area, thus they could consider continued monitoring; however, that was physician discretion. Ts recommended troubleshooting options to test the system. It was noted this would be discussed further with the physician.